Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3093-33, lot# v008796, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID: 3093-33, lot# v941267, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy.

Event description:
It was reported the patient¿s right stimulator was replaced due to having only eight months of battery left. The depletion was due to overuse and high settings. The leads were changed, due to lack of effect, and both pockets were moved up. The previous pockets made the stimulators stick out and sitting on them was uncomfortable. The stimulators had not made a difference in their symptoms. Their first stimulator was wonderful. The patient experienced frequency at night. They would get up five or six times a night, sometimes every hour. Their left stimulator would turn off on its own since implant. It worked when it was on. The patient experienced a loss of therapeutic effect. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See also manufacturer¿s report # 3004209178-2014-22025 for the concomitant system.